Event description:
Rptr has "very bad myopia" and wears contact lenses. The rptr got them last year. They came with a boston advance comfort formula that she had been using. She could not use the cleaning solution, therefore she bought the boston one step liquid enzymatic cleaning solution while visitng her daughter. She followed the product instructions for cleaning the lenses, and when she tried to wear her lenses that day, her eyes burned. Rptr could not wear the lenses, and became very sensitive to light. The next day she was due to fly back home, and had no other choice than to wear the lenses, and she suffered all day. When she got home, she called for an appointment, and was going to be seen by a woman the next saturday. When she complained, she was told to go to the emergency room.